Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. D4: UDI #: (B)(4). On december 3, 2018, it was reported that one of the blades was damaging the comb. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 3:1 ratio cutter serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was may 3, 2016 where the cutter was returned with serial number (B)(4) for evaluation and the cutter produced a passing sample mesh when tested. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 4:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on october 13, 2018 revealed that the calibration and sample mesh could not be taken due to a bent comb. The roller had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and the 3:1 ratio cutter, serial number (B)(4) both produced an incomplete sample mesh and were deemed non-repairable. The a 2:1 ratio cutter, serial number (B)(4), and the 4:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. No ratchet was returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 13, 2018 which included replacement of the comb, roller gear, and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 and 3:1 ratio cutters both produced an incomplete sample mesh and were deemed non-repairable. The sample mesh could not be taken with the customer¿s device due to a bent comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 and 3:1 ratio cutters both produced an incomplete sample mesh and were deemed non-repairable. The sample mesh could not be taken with the customer¿s device due to a bent comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
One of the blades was damaging the comb.